Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient's mother reported that infusion set came apart at tubing/cannula housing while sleeping and insulin was not entering the body. The site location was at the stomach and the pump was located nearby on pump belt. The infusion had been in use for the first day. The infusion had been in use from the night before this report. Reportedly, the infusions were stored in a cupboard in room temperature. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.